Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unresponsive when the user tried to pull medication. The technical support specialist (tss) dialed into the station and confirmed that the station was up and running. The tss verified that users were able to access and use the station without any issues. The medication application log was reviewed and showed the entry. Upon reviewing past cases, the tss found that similar issues were often related to hardware or peripheral device disconnections causing the medication application to freeze. To prevent recurrence, the tss deployed the package disable power management -knowledge article (ka): usb devices and network adapters unresponsive (build 3) to disable power management on all universal serial bus (usb) devices and network adapters, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device froze during medication removal involving multi use items. When users attempted to pull medications, the system displayed a message instructing them to wait for the program; however, no further action occurred, and the system remained unresponsive. Nursing staff restarted the station multiple times. Eventually, the reboot option was no longer accessible through the interface, requiring the station to be powered off manually using the power switch at the back of the device. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.